Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error detected alarm found in history file due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump had power error detected. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.